Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2010 (b)(6,) product type extension, product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6), product type extension, product ID 7438, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v415236, implanted: 2010 (B)(6), product type lead, product ID 3387s-40, lot# v441615, implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had tingling in his arms. It was noted the event may have been due to interference with a remote control or a computer. The stimulation was on and working well.